Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle switch was not working properly and was burning the jaws. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review could was completed for the reported product lot number. There was no non conformance issue (s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).